Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the device was manufactured from april 16, 2020 - april 17, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the housing of the device because the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The event occurred during filling, "when injecting the carrier solution and active ingredient" into the device. The solution did not fill the balloon; but, instead "entered the interior of the pump". There was no patient involvement. No additional information is available.